Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 17jul2019. The remote service technician performed troubleshooting with the customer. The customer was instructed to reseat power connector in the power management board and the unit began to operate as expected. The customer replaced the power management board; however, the issue recurred. The customer was later advised to replace the user interface board. The customer replaced the user interface board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not power on with just the alternating current (ac) and direct current (dc) power connected. There was no patient involvement.